Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 22:18:44. During night drain cycle five, the patient's ultrafiltration reading was 1555ml, indicating the home patient (hp) drained 1555ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log confirmed there was an iipv event. The cause of the iipv event was determined to be caused by one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.